Event description:
Same as mfg number 6000093-2004-01461, 01463. As there was no health care professional or user facility to follow-up with, no further info is possible. This event described may have been previously reported. Several weeks prior to 6 months ago a taxus express2 drug eluting stent was placed and the physician noted difficulty with balloon deflation. The guide wire punctured the coronary artery. The pt had emergency pericardiocentesis performed due to the resulting cardiac tamponade.